Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date that the incident occurred is unknown. The date entered in is based on the report of "during april". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to test with their adc device due to the reader not powering on. As a result, the customer experienced discomfort, fatigue, sweating, and weakness. The customer received third-party treatment of glucose and no further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report and the serial number provided was deemed invalid. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and fs libre readers, and there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed all pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to test with their adc device due to the reader not powering on. As a result, the customer experienced discomfort, fatigue, sweating, and weakness. The customer received third-party treatment of glucose and no further information was reported. There was no report of death or permanent injury associated with this event.